Event description:
Non union of a patient femur was reported. The patient was originally treated for a broken femur with a retro/antegrade femoral fixation nailing system. The implant date was reported as an unknown date in 2007. The surgeon discovered a non-union during a routine check up on an unknown date. The sales consultant stated that the femoral fixation nailing system was explanted on (B)(6) 2013 and the surgeon may perform additional surgery at a later date based on bone reaction. The explanted hardware will not be returned for evaluation. This report is for one, 5.0mm ti locking screw w/t25 stardrive 34mm for im nails. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient case #(B)(6). Additional product code, hwk. Product was implanted on an unknown date during 2007. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.